Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient claimed she went unconscious about a month ago after the animas insulin pump gave a ¿ghost bolus,¿ a bolus dose delivery via the animas insulin pump that the patient could not account for. On (B)(6) 2013 the patient arrived at home from work at 7 pm. She disconnected from the pump and took a shower. According to the patient, she was not feeling well in the shower, got out, and subsequently passed out. The patient awoke at an unspecified time and called her parents. Her dad treated her with syrup upon arrival. The patient was tested at 56 mg/dl on the ambulance meter. The patient was hospitalized for 3 days and was off of the insulin pump therapy. When the diabetes educator downloaded the patient¿s meter, there reportedly was an unaccounted bolus of 4.5 units given to the patient via the subject insulin pump at 6:48 pm. The patient claimed she was driving at that time and did not take any bolus insulin. During troubleshooting, the animas representative discovered that the battery on the animas pump has been removed since (B)(6) 2013. The date programmed incorrectly. This complaint is being reported because the patient passed out and required hcp medical treatment after she received a ¿ghost bolus¿ via the subject insulin pump. The animas pump was replaced and requested back for investigation.